Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4), smartablate generator, model # m-4900-07, s/n: (B)(4), cs catheter, model # d-1263-04-s, lot # 17620862m, halo catheter, model # d-1160-43-s, lot # 17614392l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial flutter with a thermocool smarttouch bi-directional navigational catheter and suffered a heart block av third degree requiring temporary pacing. After ablation, the mapping catheter was moved to the his position and hit the his bundle leading to a transient complete heart block. Catheter was relocated to the right ventricle. Patient was temporarily paced until effective spontaneous av conduction resumed. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that the ablation catheter bumped the his bundle, causing a transient complete heart block.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a male patient underwent an ablation procedure for atrial flutter with a thermocool smarttouch bi-directional navigational catheter and suffered a heart block av third degree requiring temporary pacing. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.